Event description:
When opening the packaging the paper delaminated. It was difficult to get a decent grip on the outer packaging to effectively peel the paper. Due to the paper not being fully removed the sterile inner screw packaging could not be tipped out. As the inner packaging has no tab to help with removal, nor room around the inner packaging to provide an edge to grab it was difficult to remove the inner packaging without potentially compromising sterility.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.